Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer receive multiple occlusion alarms. The customer's blood glucose (bg) level was high and insulin injections were delivered to lower the bg level. Reportedly, the customer was using humulin u-500 insulin.